Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a "debug error" and was unable to log in. A technical support specialist remotely accessed the system and found that the database was suspect, following ka 000013351 (asp.net debugging is enabled) to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system in the sickle cell unit, it went offline and was not communicating, preventing the user from logging in. The customer stated that the error message displayed , "no installed debugger has just-in-time debugging enabled. " the customer reported that this issue delayed the times of medication retrieval since the user needed to walk to the pharmacy to get the required medications. There were no adverse events or injuries reported based on this event.